Event description:
A customer reported to baxter (B)(4) of an all in one empty container in which there was particulate matter in the bag discovered before usage. There was no patient involvement or medical intervention required. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was sent in for an evaluation. During visual inspection, it was observed that there was particulate matter inside fluid path of the bag. Functional test was not performed since the condition was visually confirmed. The cause of the condition was not identified.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.